Event description:
It was reported the attempted to place a lead on (B)(6) 2013 to provide stimulation coverage, but unable to implant the lead due to excessive scar tissue. The lead was not implanted. Reference MFR report: 1627487-2013-04465 for the pt's existing lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.